Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that starting in (B)(6) 2016 the patient had a return of symptoms. Their back pain had returned. A CT scan was done and the health care professional (hcp) said that everything was in place. The patient wanted the device to be checked. No further complications were reported. Additional information was received from the consumer regarding the patient. It was reported that the patient was having issues with the implant that started in august or september 2016. The patient was redirected to contact their healthcare professional. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient had an injury stated to be unrelated to the device, and the ins was "not working because it did not help because it wasn't taking the pain away like it did when she first had it put in." The patient spoke with her healthcare provider (hcp) and was told it may need to be reprogrammed. The patient had a CT scan and it was confirmed everything appeared to be in place. No symptoms were reported. There were no reported complications and no further complications were expected.